Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, there was atrial fibrillation at implant and cardioverted in tether mode. No capture was observed at highest output however the atrial leadless pacemaker (alp) was released. During a post-operative check it was discovered that the right atrial leadless pacemaker (alp) exhibited a few episodes of failure to capture, and the patient was still in atrial fibrillation. Post-op day 2 & 3 also showed failure to capture. On post-op day 4 it was discovered there was a large pericardial effusion without tamponade via CT scan. A pericardiocentesis was performed and the patient was stable. On post-op day 5, the patient converted to sinus rhythm with a four second pause with no capture. Retrieval was performed and a temp wire was placed. Retrieval was successful and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, there was atrial fibrillation at implant and cardioverted in tether mode. No capture was observed at highest output however the atrial leadless pacemaker (alp) was released. During a post-operative check it was discovered that the right atrial leadless pacemaker (alp) exhibited a few episodes of failure to capture, and the patient was still in atrial fibrillation. Post-op day 2 & 3 also showed failure to capture. On post-op day 4 it was discovered there was a large pericardial effusion without tamponade via CT scan. Coagulated blood was noted on intracardiac echocardiography (ice) scan. A pericardiocentesis was performed and the patient was stable. On post-op day 5, the patient converted to sinus rhythm with a four second pause with no capture. Retrieval was performed and a temp wire was placed. Retrieval was successful and the patient was in stable condition.